Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Due to privacy laws, customer information may not be available on international complaints.(B)(4)

Event description:
The customer reported inaccurate threshold suspend of the insulin pump. The customer reported that the blood glucose value was 6.7 mmol/l. While the sensor glucose value was 4.1 mmol/l. And suspended the insulin pump.